Manufacturer narrative:
Add'l info has been requested and if made available, this will be reported as supplemental. Method, result and conclusions will be made available following an engineering eval.

Event description:
It was reported that "on inspection of loaner set anchorc#4, found 10mm inserter tip broken off. The set was returned by (B)(6)."